Event description:
The nurse reported there was decreased irrigation flow during I/a. The nurse stated the surgeon was unable to get enough bss flow during the I/a mode. The surgeon was unable to implant the iol. The pt was referred to another surgeon for additional treatment. The following two cases were cancelled. Additional info on the event and pt status was requested.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was primed and the aspiration flow rates were tested and were within normal specifications. The footswitch was tested, the I/a irrigation flow was tested, and the I/a handpiece was tested for flow obstruction. No problems were found. The system was then tested and met all product specifications. (B)(4).